Event description:
While (B)(4) was troubleshooting with the home patient (hp), the hp stated that there was something leaking out of the home choice (hc). The technical service representative (tsr) walked the hp through the ending therapy early procedure and the hp would start over with new supplies. Upon removal of the cassette, there was no leak found or damage that the hp could see. The hp would call the registered nurse (rn) in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
It was reported that the device was explanted after an implant duration of approximately 128.7 months. On 04/06/2010, through follow-up with the health-care provider, it was learned that the device was explanted due to aortic regurgitation, secondary to leaflet degeneration.

Manufacturer narrative:
Evaluation summary: in the cusp area of leaflet 3, disruption has punctured the entire thickness of the tissue, an area that measures to approximately 3mm by 4mm. It is beveled at the outflow aspect. Also in the cups area of leaflet 3 similar disruption that has not penetrated the entire thickness of the tissue, is only visible at the outflow aspect; it measures to 1mm by 2mm such characteristics are typical disruptions of those caused by suture tail abrasion. As received leaflet 1 is dropped relative to leaflets 2 and 3. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Host tissue is minimal at the stent inflow and the stent outflow. The x-ray demonstrates minimal calcification in leaflet 1 and 2. X-ray. Additional manufacturer narrative: the device evaluation was completed on 04/30/2010.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also has another related event; however, that event is being reported on a quarterly alternative summary report. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.